Event description:
It was reported that during a lap gastric bypass the surgeon was diverting the stomach to make it a small pouch. When the surgeon fired the device with peri-strips he found that the staple line was open at the distal end. The case was completed with a similar device with no pt consequence.